Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The fluoro functions board and the generator interface board were reseated. The system was tested and is operating as intended.